Event description:
An accustick ii kit was being used for the introduction of a sheath dilator. While using the device, the marker at the tip of the dilator was separated and stayed inside of the pt. The dr was able to retrieve this marker by introducing another larger dilator.